Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high sic (sensing integrity counter). The rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.